Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of over 600 mg/dl which was treated with the insulin pump. The customer stated that the infusion set was not working correctly; where the infusion set attaches to the reservoir, it is white on the tubing. The customer stated that they think there is a stain. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of the phone call was 266 mg/dl. The insulin pump will not be returned for analysis.